Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The digital board was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device indicated pediatric electrodes were attached when there were no electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.